Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the stretch resistant (sr) wire was fractured and coil was detached from its pusher assembly; the proximal constraint sphere was inside the distal detachment tip (ddt). The pusher assembly was kinked in multiple locations along the hypo-tube section. Conclusions: evaluation of the returned device revealed that the ruby coil¿s sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted during use, damage such as this may occur, which may lead to unintentional detachment of the ruby coil. Further evaluation revealed that the pusher assembly was kinked in multiple locations along the hypo-tube section. These kinks were likely incidental and may have occurred during packaging the device for return. The non-penumbra device mentioned in the complaint was not returned to penumbra for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the third ruby coil unintentionally detached inside another manufacturer's microcatheter. The detached ruby coil was removed from the microcatheter and the procedure was completed at this point since the patient was able to maintain homeostasis with the two ruby coils that were successfully implanted. There was no report of an adverse effect to the patient.